Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the radiofrequency ablation (rfa) procedure was performed. The device used was a repair alternative device. The procedure was performed as usual while the patient was under anesthesia, however, after the activation was started, the error code 1281 displayed and the activation stopped. The activation button was pressed again and the device could be activated again, but the same error displayed. Although the device was activated again, the issue was not solved, the procedure was stopped.